Manufacturer narrative:
Note: this report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Additional information and investigation showed, that the complained product is (proximal part of revitan). Therefore please delete the initial medwatch from your system. Please delete report: 0009613350-2019-00282-1 from your system. This incident is from now on covered in report: 0009613350-2020-00336. Concomitant medical products: item#: 01.00405.318, lot#: 2135500, revitan, distal part, straight, uncemented, 18/260. Event description: it was reported that event section states that the patient was doing shopping when it occurred. He had a lot of pain and went to the emergency room where they did an x-ray and thought it was broken. According to the zper this is the fourth operation on this hip. Under additional comments section it is mentioned that the patient had the hip operated on in 1996, in 2000 the stem was loose and was revised and in 2005 the patient had a bike accident. Review of received data: x-rays: there are two images at hand for evaluation, a CT view of the right hip and an x-ray close-up of the proximal region of the prosthesis taken with an image intensifier. The images are undated and have no patient identification data. The CT image is a photograph of the computer screen and therefore the quality is suboptimal for evaluation. Both images show that the proximal stem part of the revitan stem is tipped to the medial side. On the CT image it can be observed that the inner diameter of the proximal part rests on the lateral side of the connection pin. The conical nut is not fixed to the thread of the connection pin and is located at the proximal end of the inner diameter of the proximal part. There are five cerclage wires around the femur, whereas the second from distal seems to be overgrown by bone on the medial side. The cortical bone along the lateral and medial side of the distal stem part shows some bony remodeling. On the x-ray taken with an image intensifier there is a possible sclerotic line along the medial side of the stem. Product evaluation: visual examination: the proximal part of the revitan stem exhibits some damage in the form of scratches and dents, most likely deriving from revision surgery (fig. 3). There are no signs of bone ongrowth on the anchoring surface. In the as-received condition the conical nut was stuck in the proximal part of the revitan stem. The parts were separated for further investigation. On the proximal face surface of the conical nut circular instrument marks and some scratches can be recognized. On the distal face surface there are some organic deposits. The lateral surface of the conical nut is shiny polished along the entire circumference. The distal half of the inner diameter of the proximal stem part is worn medially in such a way that the thickness of the material is clearly diminished. It can be observed that the medial region of the original manufactured groove, located approximately 15 mm proximal to the part¿s distal end, is worn. Laterally a new ledge located in the middle of the length of the inner diameter is visible. Above this ledge several parallel grooves can be seen. On the medial and lateral nose as well as on the anterior and posterior side of the face surface of the proximal stem part wear marks are recognizable. Damage in the form of coarse scratches and dents can be seen on the connection pin, most probably deriving from revision surgery. The thread of the connection pin shows some damage, e.g. Nicks and deformation. Apart from these, a mixture of surface changes such as polishing and smeared material can be seen on the cylindrical region and the taper region of the connection pin. Polished areas can be observed on the medial and anterior side of the blasted area of the connection pin. On the distal part of the revitan stem, there are bone attachments on the distal half of the anchoring surface. Removal damage in the form of scratches and nicks can be recognized on the stem¿s anchoring surface. The proximal face of the stem body shows wear marks on the anterior, posterior, medial and lateral side, corresponding to the face surface of the proximal part and some removal damage. Review of product documentation: device purpose: all involved devices are intended for treatment. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 2 parts were scrapped due to diameter of bore hole out of specifications. No correlation to the reported event was found. The manufacturing documents were inspected and the information about the production and the expiry date of the retrievals at hand is listed in table 1. Based on this and the reported year of implantation (2005) a time in vivo of at least 13 years can be estimated. Conclusion: according to the received information the patient had a total hip prosthesis implanted in the right hip in 1996, a revision in 2000 due to loosening and another revision in 2005 due to a bike accident. Presumably, the revitan stem was implanted in 2005. The revitan stem was revised in (B)(6) 2019 which gives at least 13 years in vivo. Two undated x-rays are available which show the proximal part of the revitan stem tipped to the medial side so that the inner diameter of the proximal part is resting on the lateral side of the connection pin. It can be assumed that the taper connection between the connection pin and the proximal part of the revitan stem became loose. The reason for this loosening is unknown and no comments can be made at what point in time the taper connection became loose. Because of the loosening of the taper connection the proximal part was able to move on the connection pin. The connection pin¿s repetitive contact with the proximal part after the loosening led to wear on the inner diameter of the proximal part. As a consequence of the wear, the proximal part was able to tip medially. As there is no clinical information available (e.g. Patient medical history, surgical reports or x-ray follow-up for instance to assess any potential bone changes over time) the further background of this case remains unknown. Based on the retrieval investigation and the received information the reason for the loosening of the taper connection of the revitan stem stays unknown. The investigation did not identify a nonconformance or a complaint out of box. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient underwent a revision surgery tue to pain and loosening. Note: this report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Additional information and investigation showed, that the complained product is (proximal part of revitan). Therefore please delete the initial medwatch from your system. Please delete report: 0009613350-2019-00282-1 from your system. This incident is from now on covered in report: 0009613350-2020-00336.